Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tha revision was performed due to the cup loosening. During the revision a necrotic tissue-like granulation tissue filling around the trunnion of the stem was found, and when the head was removed, the entire trunnion lost its luster and rust-like substance was adhered. Please investigate the state the trunnion.